Event description:
It was reported that during a routine change out procedure, the pulse generator exhibited backup operation and could not be further interrogated. During the procedure, the device also exhibited no output. The device was explanted and replaced. The dependent patient was in normal condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).